Event description:
Boston scientific received information that this right ventricular lead surgically abandoned and replaced due to a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.